Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change-out procedure, intermittent hv lead impedance measurements were observed. After delivering a test shock, an increase in hv lead impedance was noted followed by a decrease back to its initial measurement. Lead was capped and replaced.